Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), CPR was being performed during which a caregiver received an unintended shock. Additionally, a spark was observed during discharge. The patient received the shock, achieved return of spontaneous circulation (rosc), and no patient injury was reported. Complainant indicated an ECG electrode was positioned under the defibrillation pads and that patient's chest had not been shaved. The caregiver had an ECG completed after the event and reported no physical injury. Complainant indicated after the event during a review of the logs, pad contact was intermittent with the patient around the time of the shock event.